Event description:
On 7/12/90 an aus device was implanted (first stage). On 1/23/91 the second stage was performed on an aus device. On 8/29/96 the cuff was removed from the pt and replaced due to recurring incontinence.